Manufacturer narrative:
(B)(4). Concomitant medical products: persona femur cemented posterior stabilized (ps) standard left size 9 catalog #: 42500606601, lot #: 63392882. Persona articular surface fixed bearing posterior stabilized (ps) left 10mm catalog #: 42512400710. Persona all-poly patella cemented 35mm diameter catalog #: 42540200035, lot #: 64012578. Report source-foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a knee arthroplasty revision was performed, due to pain and loosening of the tibial stem. The revision was approximately 2 years post operative. Attempts have been made, however, no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.